Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed downstream occlusion (dso) seal was not glued well or dried and found bulging on the dso seal. The event history log confirmed an occurrence of downstream occlusion. Functional testing was unable to replicate the reported issue. The root cause was suspected to be the dso sensor and dso seal worn out. The dso sensor and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion error. There was a delay in infusion therapy.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.